Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the motor and press plug were corroded. These were replaced along the several other components.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, no procedural delay and the case was completed successfully with a back-up device.